Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference (device problem code). Evaluation: the device and lithium battery were returned to zoll medical corporation. The customer's report was verified and attributed to the battery being prematurely depleted. The customer was advised to replace the battery to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.